Event description:
It was reported that the device leaked during a procedure. The device was used to complete the case. There was no pt injury. Additional information was requested regarding the pt and the procedure., but no additional information was available. A follow-up report will be sent if additional information is received.

Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition. Upon eval, the device was pressure tested for leaking. The device displayed no signs of leaking both with and without the obturator inserted into the device. The insufflation port and stopcock lever were securely fastened and had sufficient friction to prevent unintended movement. The device history record was reviewed and no discrepancies were noted. As the device passed visual and functional testing, no conclusion could be made as to what may have caused the reported event